Manufacturer narrative:
The device was returned for evaluation in a previously disassembled state. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed 58 low flow alarms logged since (B)(6) 2017 and a decrease in estimated flow and power consumption starting on (B)(6) 2017 to parameters below normal operating range. Failure analysis of the returned device revealed that the device passed visual examination, dimensional verification and functional testing. Pathology did not reveal presence of thrombus. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, the most likely root cause of the low flow event can be attributed to multiple factors including but not limited to thrombus at inflow cannula/outflow graft, kink in the outflow graft, poor vad filling. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) had a suspected thrombus obstruction causing low power/flow. The vad was exchanged. No further patient complications have been reported as a result of this event.